Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that during the implant procedure, the physician tried to extend the helix out of the lead tip, and it was not possible. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.